Event description:
It was reported that a trainer stated the patient¿s ilet pump displayed alert 65 for audio over/under current, the audible alarm was not audible, and the alert recurred after multiple restarts; a replacement device was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem affecting the speaker/sounder, consistent with a no-audible-alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.